Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and compromised force sensor system error alarm at 2.5 pounds during prime/delivery test due to faulty back pressure sensor (gold). Motor passed motor test. Unit passed displacement test, rewind and no delivery tests. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer stated that he took the device through an airport body scanner. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.